Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 25mm aortic pericardial valve in the aortic position underwent a valve-in-valve procedure due to severe aortic regurgitation and severe paravalvular leak secondary to structural valve deterioration. The patient had exacerbation of heart failure and renal failure. A 26mm transcatheter valve was implanted in replacement. The device was originally implanted to correct aortic stenosis. The device was not returned for evaluation as it remained implanted. Information such as the model number, the serial number, implant duration, the patient medical history, and the causality between the device and the event is unknown at this moment.